Event description:
Pediatric pt is a (B)(6) unrelated to the dexcom device. On (B)(6) 2010, study coordinators informed dexcom that the pt experienced a failed sensor and, upon removal of the failed sensor on (B)(6) 2010, the distal fragment was retained in pt's abdomen. Upon touching the insertion site, the sensor fragment was palpable and pt reported mild tenderness. Pt experienced no redness, infection, pain, or inflammation. Pt was sent for an x-ray (pa view of abdomen), which revealed a foreign body in the left-middle gradient of the abdomen.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, event in the absence of any evidence of physical harm or necessity for intervention.